Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done on (B)(6) 2009 showed bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraine") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery ((hysterectomy (partial),salpingectomy (bilateral))). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, headache, migraine and fatigue outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 50-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done on (B)(6) 2009 showed bilateral occlusion. Concurrent conditions included back pain, nauseated, abdominal pain lower, endometrial hyperplasia, lumbosacral radiculopathy, backache and right lower quadrant pain. Concomitant products included levonorgestrel (mirena) from 2003 to 2009 for birth control as well as ciprofloxacin (cipro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic pain/ pelvis pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("pain: dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), headache ("migraine/headaches"), migraine ("other injuries/symptoms: migraine"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery ((hysterectom (partial),salpingectomy (bilateral))). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, headache, migraine, fatigue, vaginal haemorrhage and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, stomach pains, pelvic pain. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), lower stomach pain. Reporter information, medical history, concomitant drug, events onset date, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 50-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done on (B)(6) 2009 showed bilateral occlusion. Concurrent conditions included back pain, nauseated, abdominal pain lower, endometrial hyperplasia, lumbosacral radiculopathy, backache and right lower quadrant pain. Concomitant products included levonorgestrel (mirena) from 2003 to 2009 for birth control as well as ciprofloxacin (cipro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic pain/ pelvis pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("pain: dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), headache ("migraine/headaches"), migraine ("other injuries/symptoms: migraine"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery ((hysterectom (partial),salpingectomy (bilateral))). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, headache, migraine, fatigue, vaginal haemorrhage and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, stomach pains, pelvic pain. Lot number: 628443 manufacturing date: 2008/12 expiration date: 2011/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.